Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during cycle six of six. The home patient (hp) was connected. The hp reported that they found fluid on the table, but the homechoice (hc) door and the membrane were dry. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number s13d23108 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. The device was received and evaluated. Visual inspection and functional tests were performed which concluded that the set was not confirmed for the reported issue. The set was run in simulation of a full therapy on the homechoice device with different bags and there were no alarms or issues noted related to the reported condition. The device met product specifications related to the reported problem. Should additional relevant information become available, a follow-up report will be submitted.